Event description:
Information received notes that the patient presented for a routine follow-up with symptoms and one event of pectoral stimulation in the week prior. Interrogation found the device in vvi mode although previously programmed to ddd. After programming back to ddd, the mode reverted to vvi during a surface ECG. The device was programmed to vvi and the patient sent home. However, the device was subsequently replaced.